Manufacturer narrative:
The device intended to be used in treatment, was not returned for evaluation. Thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Internal complaint reference: (B)(4). B5 and h6: updated. H10 h3, h6: the reported device was received for evaluation. A visual inspection shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. A functional evaluation revealed that when used with a bypass box suction, coagulation, and plasma was generated as intended. The resistance measured at 1.21 kilo ohms. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up an alarm started to go off. The ambient super turbovac 90 overheated when the button was pushed. The alarm would not stop until a new handpiece was used. There was a non-significant delay reported and there was no patient involvement.

Event description:
It was reported that during set up an alarm started to go off. The ambient super turbovac 90 overheated when the button was pushed. The alarm would not stop until a new handpiece was used. The first wand was activated for less than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.